Manufacturer narrative:
(B)(4). Visual inspection of the returned device found that the sheath was detached from the handle. Additionally, the sheath was buckled at the proximal end. The side car rx was found pushed back out of specification. Functional inspection found the basket failed to open due to the damages found in the device. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during procedure likely affected the device performance and integrity. Handling and manipulation of the device, and interaction with guidewire can lead to side car rx pushed back. Moreover, it is possible that the customer used force causing the failure sheath detached and buckled. Once the sheath detached, the basket can't be extend as expected. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid basket was inserted into the bile duct. However, the black heat shrink was found torn. The basket was removed and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.